Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the user performed a restart of the system, but the problem persisted. The issue was found during a pre-procedure test and the procedure was aborted. A philips field service engineer (fse) inspected the system on site and confirmed the reported complaint. Analysis of the log file confirmed an application error: post failed: cle-2>, +/-15v power present. Troubleshooting actions of opening the l-arm cover to measure the voltage was completed, and it was determined that the spc4 status was abnormal. The root cause of the issue was an issue with the clea extension board. The field service engineer (fse) replaced the clea extension board and returned the system to use in good working order.

Event description:
It has been reported to philips that the c-arm cannot move. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the clea extension board was replaced, the system was returned to use in good working order.